Manufacturer narrative:
This report is submitted on march 8, 2022.

Event description:
Per the clinic, the patient experienced poor hearing resulting in the magnet being explanted on (B)(6) 2022. The patient was upgraded to an osia device during the same surgery.